Manufacturer narrative:
(B) (4). Lens work order search. A lens work order search was performed and no similar complaints were found within the same work order. (B) (4).

Event description:
The reporter stated the surgeon inserted a micl 13.7 mm implantable collamer lens. The lens was removed due to high vaulting. The incision was enlarged to remove lens. No suture was required. A smaller lens was implanted on (B) (6) 2010.